Event description:
Information received indicates, the head end brake casters will not set into brake.

Manufacturer narrative:
The technician found the rocker link broken. The technician used a brake/steer upgrade to repair the stretcher.